Event description:
On (B)(6) 2013, it was reported to 3m espe that one mdi s1818ob-implant broke during implantation and had to be removed by osteotomy the same day. The dentist used a trephine drill for this. The treatment was done without complications. The patient is doing fine.

Manufacturer narrative:
Methods, results and conclusions: the fragments of the fractured implant involved in this case were returned to 3m espe for evaluation. A light microscopical examination of the returned fragment revealed a homogenous surface on the fractured surface, which is typical for a breakage because of too high turning moment. An interview with the dentist revealed that the reason for the breakage was a handling error. The predrilling was insufficient, which led to an enhanced retarding force and in consequence, to the breakage of the implant. In a follow-up telephone call, the surgery assistant stated that the patient is doing fine without any ongoing symptoms.